Manufacturer narrative:
No motor error alarm or unexpected no delivery alarm was noted during testing. The pump was received with all operating currents within specification and passed the functional testing including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The motor was tested outside the device and it passed. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.this MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The blood glucose reading was 190 mg/dl. The drive support cap appeared normal and recessed and the insulin pump had not been exposed to a strong magnetic field. The insulin pump also alarmed for no delivery during the prime. The customer removed the reservoir and did the rewind and resolved the alarm. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.